Event description:
It was reported the patient developed an infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4); 4076 implantable pulse generator (B)(6) 2011; 6935 implantable tachy lead (B)(6) 2011.